Event description:
It was reported that during a da Vinci-assisted total thyroidectomy procedure, a thread-like strand was observed to be protruding from a wire near the tip of a Maryland Bipolar Forceps instrument. The thread-like strand detached and fell inside the patient. The foreign body was retrieved during the same procedure. The customer stated that all fragments were visually confirmed to have been retrieved. The procedure was completed as planned.

Manufacturer narrative:
The Maryland Bipolar Forceps instrument has not been received for failure analysis evaluation.